Event description:
A report received from (B)(6) stated an 840 ventilator experienced a graphical user interface (gui) device alert and subsequently became inoperable while being used on a pt. The customer reported that the display was blank. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injuries as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the gui communications touchframe and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).